Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of the received device logs confirms the reported alarms for high and low o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol% or becomes lower than the lower alarm limit which is set value -5 vol%. The high o2 concentration alarm occurred after an air supply pressure low alarm. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the actual ventilation period. The conclusion is that the ventilator system worked according its specification and alarmed as expected. The root cause of the reported alarms is most likely connected gas supply pressure from hospitals air/oxygen gas supply network was not within the specified range.

Event description:
It was reported that the ventilator alarmed for low air supply pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).